Manufacturer narrative:
The manufacturer previously reported a device's oxygen blending module board was replaced to address a "service required" code found in the ventilators downloaded errror log. The report had "death" selected in section b.2. Of the MDR report. The was selected in error. There was no death associated with this occurrence.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue.